Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024 , reported that patient faced infusion set blockage at the site . Infusion set has not been used more than 48. Insertion site was abdomen. Customer regularly rotate site location. Customer changed supplies as necessary and resumed insulin therapy. No further information available.